Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise at a device follow up. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.